Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were sticking. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen of insulin pump did not show all information. Customer stated that the drive support cap was normal. Customer stated that the there was no air bubble and leak. Customer did not allege insulin pump for under delivering. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.